Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that the helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. There were no anomalies observed regarding the silicone insulation.

Event description:
It was reported that during the implant procedure the silicone was ¿screwing¿, there was handling difficulty, and the screw was exiting the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.